Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, s, -4, taper 12/14-18/20, ref#:01.00185.145, lot#: unknown. Metasul ldh, head, 52, code r, taper 18/20, ref#:01.00185.145, lot#: unknown. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: patient being revised due to loosening, allergy and pain. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. The cause for this specific event cannot be ascertained from the information provided, as the device has not been provided for investigation. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul durom, component for acetabulum and was revised after 4 years due to loosening, pain, and allergy.